Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and the clips kept falling off. Use of the instrument was discontinued, and it was replaced with a backup instrument. The procedure was completed.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.